Event description:
It was reported that pre-use checks failed, and that an error code indicating a communication failure was generated. There was no pt involvement. (B)(4).

Manufacturer narrative:
Investigation on-site was performed by the facility biomed, and the failure was found to be moisture on the pneumatic backplane printed circuit (pc) board. The defective pc board was replaced. Pre-use checks and simulated-use testing on a test lung were performed with successful results after the exchange of the pc board. The reporter error code was confirmed from the received photo of the device logs. Visual inspections of received photo of the defective pc board shows traces of moisture and corrosion. According to the facility, the probable cause for moisture on the pc board was a user error. Moisture on the pneumatic backplane pc board may lead to corrosion, which may lead to a failure of the pc board. Our conclusion is that the reported problem was caused by moisture and corrosion on the pneumatic backplane pc board. The moisture and corrosion resulted in a communication failure between the pc board and other parts of the ventilator that may lead to a stoppage of ventilation. If there is a failure of the pneumatic backplane pc board, there will be alarms generated.